Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
A tsae procedure was being performed on the (B)(6) year old male patient. When preparing for the procedure, the physician opened the package of the first catheter and found it broken. He then opened another package of the same lot number and found it to be intact. A guide wire and the catheter were inserted after a successful right femoral artery puncture. When the catheter was about to be entered into the splenic artery, the physician suddenly found that there was a fracture at the end of the catheter. The physician advanced the guide wire further and then withdrew both the guide wire and catheter to the puncture point. The catheter end came off, flowed along with the blood flow, and finally got stuck in the superficial femoral artery. Another physician was brought into the operating room to remove the broken piece. He performed a left femoral artery puncture using a short sheath. He inserted another manufacturers guide wire and catheter into the right femoral artery, withdrew the catheter and inserted a snare. He was able to successfully captured the broken piece. However, when it was being dragged into left femoral artery, the broken piece was released from the snare and again was stuck in the left femoral artery. The physician used a long sheath to access through the right femoral artery, and again captured the broken piece with the snare. He dragged it all the way into the sheath and removed it from the body. A section of the device did not remain inside the patient&#38112;body. The patient is in a stable condition.

Manufacturer narrative:
(B)(4). Investigation/evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control, specifications and a visual inspection of the returned device were conducted during the investigation. Two devices were returned in an opened and used condition. Visual inspection confirmed circumferential separation of the beacon tip. One catheter separated 7mm distal of the bond joint. The other was separated 9mm distal of the bond joint and while taking pictures of this device, the tip circumferentially split 2 mm distal of the bond joint. Additionally, there were no signs of elongation for either catheter. The separated tips of the catheters were not returned for investigation. Visual inspection of the device confirms material degradation of the beacon tip. This device was manufactured with lot number 4752602. This lot number has been confirmed as having material failure. On 02 july 2015, a recall was initiated on any product manufactured certain lot numbers. A recall expansion was initiated on 07 october 2015. Another recall expansion was initiated on 15 april 2016 for any product manufactured with the beacon tip technology. This product is in scope of the recall. A CAPA was initiated as part of the recall actions to further investigate the incident. We will continue to monitor for similar complaints.

Event description:
A tsae procedure was being performed on the (B)(6) male patient. When preparing for the procedure, the physician opened the package of the first catheter and found it broken. He then opened another package of the same lot number and found it to be intact. A guide wire and the catheter were inserted after a successful right femoral artery puncture. When the catheter was about to be entered into the splenic artery, the physician suddenly found that there was a fracture at the end of the catheter. The physician advanced the guide wire further and then withdrew both the guide wire and catheter to the puncture point. The catheter end came off, flowed along with the blood flow, and finally got stuck in the superficial femoral artery. Another physician was brought into the operating room to remove the broken piece. He performed a left femoral artery puncture using a short sheath. He inserted another manufacturers guide wire and catheter into the right femoral artery, withdrew the catheter and inserted a snare. He was able to successfully captured the broken piece. However, when it was being dragged into left femoral artery, the broken piece was released from the snare and again was stuck in the left femoral artery. The physician used a long sheath to access through the right femoral artery, and again captured the broken piece with the snare. He dragged it all the way into the sheath and removed it from the body. A section of the device did not remain inside the patient's body. The patient is in a stable condition.